Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device in this incident, a technical support specialist (tss) dialed into the server and reviewed the user account details, confirming that the account was present and assigned to the role of certified registered nurse anesthetist with access to multiple areas within the hospital. Customer later confirmed that the issue was fixed, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was able to log in, but only limited options were displayed on the screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.